Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer found that drawer 3.1 had failed cubies in row b, reseated the connections on drawer and tested the operations to resolve. The system functioned as intended after the field service engineer repaired the device.